Manufacturer narrative:
This is an initial report. Device evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer stated that while lowering the processing cover on the axsym analyzer, she noticed that the back hinge was broken so the cover would not stay down very well. The customer stated that she was able to lower the cover without any injury.